Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced spinal headache, positional headache worse when sitting up than laying down. Intervention included - lay down over the weekend, increase fluid intake, drink caffeine. A blood patch was given on (B)(6) 2011 and it was also noted that the intrathecal portion of catheter slipped out of place, had dislodged. The catheter was revised on (B)(6) 2011. Pt outcome was reported as resolved without sequelae. The drug infused via the pump was morphine.

Manufacturer narrative:
(B)(4).